Manufacturer narrative:
The subject device was returned to olympus medical systems corporation (omsc) for evaluation. The evaluation confirmed that the probe broke down at 7.5 mm from the distal end. And there was a scratch at the broken point. There was a contact mark of the probe and jaw where the probe was broken off. The ptfe pad was deformed. The manufacturing history was reviewed, with no irregularities noted. Based on the analysis result above, since the device was grasping a thick and hard tissue and activate while twisting the tissue, the ptfe pad was deformed. Consequently, the probe and jaw came into contact, which caused scratches in both the probe and jaw. After that, since the physician continued to use the device, the probe tip broke. Thunderbeat scissors instruction manual already states as follows; warning: do not apply only the probe tip to the tissue with a strong force or pull the probe tip up grasping a tissue or activate output while twisting the shaft or turning the rotation knob with the transducer and connection cable. Otherwise, the probe may be damaged by interference with the internal parts, which could result in the tip breaking and dropping inside the body cavity. This report is being submitted as a medical device report in an abundance of caution.

Event description:
When a physician used the subject device for a laparoscopic prostatectomy, the probe fell off inside the patient. The broken piece of the probe was taken out. The physician replaced the subject device with a same model and the procedure was completed. There was no patient harm reported.